Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2009; 429888 lead, implanted (B)(6) 2016. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to onset feature.

Event description:
It was reported that the patient received appropriate shocks and was then seen in the emergency room feeling symptomatic after being in ventricular tachycardia (vt) for eleven hours. The onset discriminator was preventing the device from treating the episode for the long period of time. The onset was programmed off. The device remains in use. No further patient complications have been reported as a result of this event.